Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had failed drawer. A field service engineer identified a failure in row c. The engineer powered down the station, reseated the rowboard and bus cables, and removed the pockets to clean the rowboards. After reassembling the components, the engineer powered the station back on. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station had failed cubie drawer. A customer has indicated that there was a delay in dispensing the medication to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.